Manufacturer narrative:
Additional information: section a2: age/date of birth: (B)(6) 1952. Section a3: gender: female. Section b1: report type: adverse event. Section b5: additional information received revealed that the eye affected was left. The original lens was carefully cut out using an additional syringe of viscoelastic during the same procedure and another lens of same model and diopter (sn (B)(6)) was used as the replacement. The patient had mild corneal endothelial trauma. No further information was available. Section h1: type of reportable event: serious injury. Section h6: health effect - clinical code: 1845- eye injury. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Additional information received revealed that the eye affected was left. The original lens was carefully cut out using an additional syringe of viscoelastic during the same procedure and another lens of same model and diopter (sn (B)(6)) was used as the replacement. The patient had mild corneal endothelial trauma. No further information was available.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint was received from this production order, however, the complaint issue reported could not be confirmed and no escalations were required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon attempted to implant a intraocular lens (iol) into patient's operative eye, however, exchanged it as he noticed the haptic was cracked through the microscope. Another lens was used as the replacement with no other problem. No further information was available.